Event description:
It was reported that patient underwent revision of hip prosthesis due to head disassociation from the liner. Disassociation led also to peri-prosthetic metallosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign - france. Concomitant medical products: associated products: item reference: p0561050, item name: avan uhmwpe insert 50/28, item lot:0001482082. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision of hip prosthesis due to head disassociation from the liner after trauma. Disassociation led also to peri-prosthetic metallosis. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Patient is female, born in 1975, 70 kg and 1.65m (bmi 25.7). A radiographic image was provided and reviewed by a hcp (radiologist) with the following assessment: right total hip arthroplasty is noted in which the femoral component is somewhat eccentrically positioned superolateral with respect of the central acetabular cup. Difficult to exclude additional metallic density material more inferomedial to the femoral head component (or whether this is simply heads from the threaded screws). Multiple metallic plates and screws noted spanning through the right iliac bone, acetabulum, and right pubic bone. Slight eccentric positioning of the femoral head component with respect to the acetabular cup. Findings could be related to polyethylene disassembly or wear. Otherwise fit alignment appears normal. No signs of loosening, wear, radiolucency or other contributing factors. Disassociation can not be confirmed, although there are secondary findings which can suggest this association of the polyethylene from the acetabular cup. No contributing factors are detected. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.